Event description:
The pt's familiy member called to report that pt tested their blood glucose on the suspect device and obtained a result of 214mg/dl. Pt then took their meds and passed out. Paramedics were called and they used their own meter to check their glucose. Their reading was 25mg/dl. Pt was given oral glucose at the scene and then transported to the hosp where pt was given a glucose IV. Level 1 glucose control was used on the system and the result was out of range. The suspect device was replaced with new product and authorized for return to the MFR for eval.